Manufacturer narrative:
The device was returned to the service center for evaluation. The unit was inspected and tested with ltf-s190-5 & ltf-type vh scope found and no error code was observed. The unit passed all functional tests. All video output signals and image tested normal. The unit was equipped with a new version switch. The unit was also equipped with outdate software.

Event description:
The service center was informed that during preparation for a gynecological hysteroscopy with dilation and curettage (d&c) procedure, the user connected the equipment and when powered on the screen went black with no image. An unknown "b" error code was observed. The intended procedure was not completed. There was no patient injury reported.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The result of the DHR review showed that there was no abnormality in manufacturing, concession and variation. The legal manufacturer was unable to determine the root cause. The legal manufacturer reported that the device was delivered to the customer on (B)(6) 2019. The lm reported that the most probable causes for the reported event are as follows: in light of the fact that the indication phenomenon was not reproduced by the repair department, the failure might have been caused by temporary adhesion of foreign objects such as moisture or dust to the electrical contacts of the video connector socket. Unstable electrical connection could cause failure in communication between the endoscope and the video processor, leading to failure to display the endoscopic images or to occurrence of err b30. To handle the b30 error, the following was included in the IFU (9.2 troubleshooting guide), which could prevent the reported event. Chapter 9 troubleshooting. If any irregularity is observed during inspecting as described in chapter 5, ¿inspection¿ or using as described in chapter 6, ¿operation¿, do not use the video system center and solve the problem as described in section 9.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, contact olympus.